Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd ultra-fine¿ mini pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after confirmation, when the patient installed the needle, the inner needle buckled and insulin could not reach the injection site through the needle.

Manufacturer narrative:
H6: investigation summary no photo or sample returned for further analysis or investigation. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the investigation above, the certain cause cannot be concluded now. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported while using a bd ultra-fine¿ mini pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after confirmation, when the patient installed the needle, the inner needle buckled and insulin could not reach the injection site through the needle.